Event description:
Patient placed on lifepak 9 monitor. Monitor worked fine for a few minutes then quit. Cables checked. Could not get monitor to working again. Removed monitor and replaced with back-up monitor. Called in factory service for monitorinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-mar-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: component failure. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.